Manufacturer narrative:
Internal file number (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided. Pre-dilatation was performed and the device did not meet any resistance during procedure. Heparin was administered to the patient per standard procedure. Although there was a delay in the procedure, it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified unspecified coronary artery. A 3.0 x 23 mm xience xpedition stent was used; however, the stent failed to deploy. Therefore, heparin was administered to the patient and an unspecified device was used to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.